Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive no delivery alarm. Customer also reported or receiving motor error alarm and reported a motor position encoder error alarm and sensor glucose versus blood glucose differences. Customer's blood glucose was 157 mg/dl. Customer was advised that insulin pump would need to be replace.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime/a33 test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. Unable to verify motor position encoder error alarm, excessive no delivery alarm and perform glucose sensor test due to motor error alarm. The insulin pump received with severely scratched display window, broken off battery tube threads, cracked reservoir tube lip and missing end cap sticker.